Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer booted to an error and it was reconfigured and the software reloaded.

Event description:
It was reported that an error occurred upon start up of the programmer though it cleared upon reboot and the device check was able to be completed. The programmer was returned for service. No patient complications have been reported as a result of this event.